Event description:
It was reported that patient presented to clinic after receiving hv therapy for supraventricular tachycardia misdiagnosed as vt due to programming. Programming changes were made. Patient is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).